Manufacturer narrative:
The actual date of event is unknown. The reported issue that the pcu 1.5 module unresponsive keypads or stuck keys could not be confirmed. No further investigation is necessary as CAPA (B)(4) was opened to address this issue. Based on the findings the probable cause of the reported issue was due to electrical failure - design. Device was not returned to manufacturing facility.

Event description:
It was reported a device issue involving unresponsive keypads or stuck keys. It was noted that the devices were remediated on site. There was no patient involvement.